Event description:
It was reported that the insulin pump alarmed excessive no deliveries. The blood glucose reading was 275 mg/dl, which was treated with a manual injection. The customer stated that she had tried all remedies in attempt to resolve the alarms. Advised the customer to try the remedies reviewed to prevent recurring alarms, to monitor the device, and to call back if the problems persisted. Advised the customer to change the entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.